Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report # 8010047-2021-05718. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the front panel unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that some buttons (filter mode button (nbi), auto/manual brightness button, brightness adjustment buttons, etc.) On the front panel of the subject device blinked, while the examination lamp lit up without problem. There was no report of patient injury associated with this event.